Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported they were sitting watching tv when they all of a sudden heard a "beep, beep, beep" in their ears and they "bit down" two or three times. The patient stated they didn't know if it was a power surge form their battery or what could have cause it. Patient services offered to assist the patient in checking the device when the patient decided to have it checked by a healthcare provider (hcp). No further complications were reported or anticipated.